Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the chordal and leaflet damage, the clip detachment from one leaflet, remaining attached to the other leaflet and the post procedure death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, and very challenging anatomy. The clip delivery system (cds) was advanced to the mitral valve leaflets. Grasping was performed, but difficult due to the fragile leaflets. After inverting a few times, a chordal rupture was observed. It was noted that a pediatric probe (lower quality images, 2d) was being used which further complicated the case. The clip was deployed and the gripper line was pulled; however, the clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It is possible that both ends of the gripper line were accidentally pulled simultaneously. The mr was worsened and the leaflet was noted to be torn. The cds was removed and it was determined that a second clip would not be possible as the leaflets were too calcified. The patient became hypotensive, and was given medication and placed on a balloon pump. The family elected to not proceed with surgery and the patient died due to heart failure that evening. In the physicians opinion, the ruptured chordae and torn leaflet caused worsened mr, which led to the patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr), mitral valve injury (tissue damage), hypotension, worsening heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who noted that the procedure was difficult due to challenging anatomy with diseased leaflets and poor imaging. These conditions favored inadequate leaflet grasping which led to the single leaflet device attachment (slda). Further clip implantation was deemed not possible and due to worsened mr, hemodynamic instability led to the need of circulatory support, a balloon pump. As the family denied surgery, the patient died from worsening heart failure and device was not causal. All available information was investigated, and the reported slda and difficulty grasping appear to be related to patient morphology/pathology and user technique/procedural circumstances. The reported patient effects of tissue damage resulting in the cascading effects of mr, hypotension, heart failure and subsequent death appear to be related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.